Event description:
It was reported that revision surgery was performed due to infection, and the surgeon performed a washout of the shoulder.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01570 ; 509-00-440, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.